Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported a 5 ml diluent liquid leak under the left side of the lh780 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed no problems and found no leaks from the instrument.